Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the damage had been both thermally and mechanically induced. Moreover, it was not possible to determine whether the insulating insert had previously sustained damage or wear, nor whether the damage had occurred during the instrument's most recent preparation or its last procedure. However, while the device malfunction was confirmed, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Additional information: d8, d9, h3, h4, h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs exhibited a broken ceramic tip. There were no reports of patient involvement.